Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise and noise reversion due to oversensing was observed via remote transmission. Review of the egms revealed the noise appeared to be emi. The patient did not believe they were around any emi sources. No patient symptoms were reported. Programming changes were made.